Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date and time was inaccurate. Reportedly, the time and date was 1 day and 4 hours ahead. Subsequently, the customer reported what when attempting to deliver two bolus requests, the pump displayed 0 units of insulin on board (iob). Reportedly, the customer was able to successfully deliver a bolus of 5.57 units, and then received assistance from tandem technical support with changing the pump to the accurate time on (B)(6) 2017. Review of the pump data by tandem technical support showed that the pump turned off at "6:40am on (B)(6) 2017" due to having a low battery. Upon turning the pump back on the pump time displayed "10:44am on (B)(6) 2017"; however, the customer believed that the pump had been turned back on during the evening hours. Subsequently, the pump logs showed that the customer had delivered multiple boluses on (B)(6) 2017 before and after the time and date were adjusted. Additionally, it was verified that the bolus of 5.57 units prior to the time being adjusted had been successfully delivered, along with the bolus of 6 units that the customer had requested. Reportedly, the customer's blood glucose (bg) level was 283 mg/dl, and was addressed with a correction bolus.